Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed the battery casing was cracked and the battery would not function. An alternate device was employed for the procedure. User reported surgery was completed successfully and there were no adverse consequences to a pt as a result of this event.